Event description:
It was reported that, during a rotator cuff repair surgery, the twinfix ultra pk anchor fractured when inserted. All fragments were retrieved from the patient. A back-up implant was used to complete the surgery; however, it is unknown if another bone hole had to be drilled. The surgery was not delayed. The patient was not injured. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: the reported 4.5 twinfix ultra pk anchor assembly, used in treatment, has been returned for evaluation. Visual assessment confirmed the reported breakage. The distal end of the anchor has broken off at the suture eyelet. The broken portion and the suture were not returned. Examination of the inserter showed both tines are bent and twisted. The condition of the device indicates it was subjected to excessive force during insertion. Per the device instructions for use ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force¿. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.